Event description:
Sales representative reported an alleged "port leak, there was a crack near the connector in the tubing." The device has been explanted. Further follow-up will be conducted to gather additional information.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2010. The product associated with this report was returned; however, the device analysis results are pending at this time. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may confirm or determine another connector type associated with this report. Further information from the reporter regarding the serial number has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."